Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital due to flu-like symptoms and difficulty breathing. A chest x-ray showed an enlarged heart due to a cardiac tamponade. Coumadin was administered and a pericardial centesis was performed. The patient's condition improved, the lead will be monitored.